Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt, and the alarm could not be cleared. The caller stated that, after the button error, the insulin pump died and had a blank screen. The customer's blood glucose was 8.9 mmol/l. The caller stated that the customer had already reverted to a back-up plan of manual injections. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after a battery installation. No blank display was noted. The unit was received within normal operating currents, and no unexpected off no power, low battery or failed battery test alarms were noted. The unit had intermittent button response due to corroded keypad traces. The insulin pump also had a minor scratched liquid crystal display window, cracked case at the display window corner and cracked reservoir tube lip.